Manufacturer narrative:
Failure analysis noted that the pump had a blank display then scrambled display due to cold solder on lcd board. They were unable to verify the failed battery test alarm due to the scramble display. The pump had cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that every time she pressed a button the screen flickered then goes completely blank. She stated that she ran the self-test and changed the battery. There was no cosmetic damage and everything was fine. The customer was disconnected from the pump since (B)(6). The customer stated that the pump alarmed failed battery test and the flickering issue began before the alarm occurred. She ran the self-test again and noticed the screen flicker a bit but the test was completed. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.